Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign objects with the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device and that a piece of rubber was stuck in the air/water nozzle. The rubber could be from packing of an air/water valve, parts from the water tube, or the like from it's shape and color. The event may have occurred for the above rubber parts partially peeled off by aging deterioration and entered through the air/water channel. However, a definitive root cause cannot be determined. Additionally, it was also confirmed that that there was no breakage at the nozzle to cause deformation. We confirmed that the event is detectable/preventable by handling the device in accordance with the following instructions for use: instructions for use: gif-xz1200 operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.